Event description:
Caller reported a malfunction on pump, citing a malfunction code. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Caller was advised to continue using the pump and to call back if the issue recurred.